Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported during in-house engineering evaluation, it was determined that the battery reciprocator device was heating during testing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction: it was documented in the initial medwatch report that the device was returned for evaluation on nov 14, 2017. This date has been updated to nov 16, 2017. Device evaluation: the actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that during pre-test the device was heating up unusually. An assessment was performed and it was observed that the device passed pre-diagnostic assessment, with no unusual heat noted. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.